Event description:
Pt underwent complex revision total shoulder arthroplasty, due to extensive non-union in 2003. During procedure, proximal humeral component loosened, which extended procedure for removal of allograft and tuberosity sutures to facilitate exchange of prosthesis.